Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient lost weight and has pain at the ipg site, the patient also has ineffective stimulation and shocking due to high impedances on their lead. Surgical intervention is pending to address these issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.